Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there were inconsistent post-operative instructions. One paper said, ¿1-6 weeks¿ with ¿a 15-pound weight limit.¿ a second paper said, ¿2 or 4 weeks¿ with a ¿2-pound weight limit.¿ and another place indicated a ¿5-pound weight limit.¿ it was confirmed that all publications were from the manufacturer. There were no reported patient symptoms. Further follow up is being conducted to obtain more information regarding the inconsistent post-operative instructions issue. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included chronic low back pain, radiculopathy, and spinal pain.

Event description:
Additional information received from the consumer regarding alleged inconsistent post-operative instructions reported that the patient had not said "inconsistent." She had stated that the patient should not be given instructions when coming out of recovery. It was reviewed that the patient had previously reported reading inconsistent post-operative instructions on three different documents. The patient was unable to provide additional information because she was on her way out the door at that time. Further follow up was conducted to obtain more information regarding the inconsistent post-operative instructions issue. If additional information becomes available, a follow up report will be sent.